Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that a revision occurred due to malposition of spinal stimulator lead. Revision was reported to have occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reports that the patient had a lead migration and was experiencing discomfort. The lead migration was confirmed by a fluoroscopy. The patient had a lead revision and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.